Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented an image failure with vertical stripes. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) was broken, the fiber bonding in the outer tube area (distal end) was damaged, and the fiber cone was corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the broken charged coupled device led to stripes in image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented an image failure with vertical stripes. There were no reports of patient involvement.